Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the low voltage power supply was out of range. The power supply was replaced and the issue was resolved. The power supply has not been received back to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was making a beeping sound while x-rays were being taken. The procedure was still completed successfully with the imaging system and there was no delay. The patient was not impacted.

Manufacturer narrative:
Device evaluation: the suspect part was returned to the manufacturer for evaluation. Functional testing, performance testing, visual/physical examination was performed and no fault was found with the returned part.